Manufacturer narrative:
No button error alarm noted. The insulin pump had unresponsive buttons due to corroded keypad trace. The insulin pump was received with minor scratched display, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 199 mg/dl. Customer stated that she tried to do a refill and got a button error. Customer also stated that she changed the battery and left it out for day, but when she placed the battery back in, the button error was still there. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.